Event description:
Reporter indicated that vns patient was explanted due to infection. The infection was treated with antibiotics and explant of both pulse generator and the bioolar lead. The patient was not re-implanted and it was reported that re-implant may not be scheduled because of the amount of scarring on the vagus nerve. It was reported that the patient had potentially developed vocal cord paralysis as a result of the explant procedure. The patient had reportedly benefitted from the vns therapy.